Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this annuloplasty band, the band was explanted and replaced for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the band was explanted due to residual central mitral regurgitation upon saline test. The band was ultimately replaced with a ring. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.